Manufacturer narrative:
The device was returned and investigation is ongoing. Follow-up is in progress to obtain additional information regarding the event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the camera head cannot be started. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, device evaluation found: due to poor water-tightness of cable unit, water tightness is lost. The cable unit was found depressed. No image due to loss of water tightness. The loss of water tightness caused a short circuit due to residual liquid that was not dried after reprocessing. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being submitted for additional information based on legal manufacturer's final investigation results .